Event description:
It was reproted that the catheter leaked.

Manufacturer narrative:
The catheter showed no signs of damage and did not leak. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records was not possible as no lot number was provided.